Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alarm conditions. The device was confirmed to be functioning as designed.

Event description:
The customer reported that the device does not display accurate readings. After an hour, it displays incorrect values. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6): product not returned.

Event description:
The customer reported that the device does not display accurate readings. After an hour, it displays incorrect values. There was no patient impact or consequence reported.